Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. As received, the electrode belt was unable to run incoming functionality testing. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to fully connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.